Event description:
A malfunction was reported when a customer took their pump into the shower, causing it to get slightly wet. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided a one-time replacement pump after ensuring the malfunction did not recur. The customer was guided on using the tandem t: slim mobile app for log uploads and was advised on transitioning to the replacement pump. The replacement pump was sent, and the customer was instructed to return the malfunctioning pump within 10 days to avoid charges. The customer will continue using their current pump and was informed about programming and connecting their settings to the new device.